Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse confirmed the intermittent high wbc results on patient samples were an ongoing issue. The fse believed the issue was resolved when he replaced the wbc bath due to a crystalline buildup (documented in 1061932-2016-00283). However, the issue returned. On the fse's current onsite visit; he confirmed the six channel preamplifier was faulty, causing the event. The fse replaced the part resolving the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported erroneous and over range white blood cell (wbc) results with instrument-generated suspect messaging for two (2) patient samples cycled on a coulter lh 750 hematology analyzer compared to the customer's lh780 instrument. Controls run before and after the incident were reported to have been within the acceptable range. All other parameters also correlated between the two instruments. No erroneous results were reported out of the laboratory and there was no change or effect to patient treatment in connection with this event.